Manufacturer narrative:
Additional information: event date updated to (B)(6) 2019. Correction: implant date added. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During index procedure, three resolute onyx drug-eluting stents were implanted in the lad. Two days later, a staged procedure was carried out and a fourth resolute onyx drug-eluting stent was implanted in the cx. Approximately 5 months post procedure, patient suffered positive occult blood with no treatment carried out. Stool sample returned positive with black stool. Patient was on dapt 24 hours prior to event. Investigator assessed event is not related to device or antiplatelet. Sponsor assessed event is not related to device but possibly related to antiplatelet medication.